Event description:
Additional information received that a device changeout was done. This ra lead was surgically abandoned and replaced due to the clinical observations noted. Further, the lead fracture was not conclusively identified after the change out. This ra lead is no longer in service. No adverse patient effects were reported.

Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead exhibited high out-of-range (oor) pacing lead impedance (pli) measurements of greater than 2,000 ohms along with intermittent sensing, low amplitude and loss of capture (loc) that resulted in less than two seconds of asystole. These clinical observations were due to lead fracture. Further, the pacemaker device was at elective replacement indicator (eri) and the physician planned to replace the lead at device changeout. Additional information received indicates that the lead fracture was not conclusively determined. This ra lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.